Event description:
A consumer reported that approx three weeks following an intraocular lens (iol) implant procedure, they were having problems with contrast sensitivity. A yag capsulotomy was performed but the symptoms continue. No contact info was provided by the consumer; therefore, f/u could not be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The reporter did not provide any contact info, therefore, f/u was not able to be conducted. (B)(4).